Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/01/2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed two cs 064 alarms. The cs 064 alarm was duplicated during the investigation. The pump cover was removed and the motor was tested using an external power supply. The motor did not move and inspection found a defective internal motor.